Manufacturer narrative:
On 20 february 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the tip of the alif screwdriver is completely broken. The functionality of the instrument is compromised. The route cause is due to the application of an uncontrolled torque.

Manufacturer narrative:
Additional information received on 10 january 2017 from the initial reporter and includes: the levels vertebrae involved were l2, 3. Additional information received on 11 january 2017 from the initial reporter and includes: the event occurred whilst the surgeon was screwing in the 2° or the 3° screw: the previous one(s) were implanted using the involved instrument only, without using the torque limiter for the final tightening as foreseen in the surgical technique. The surgeon commented that he did not use the torque limiter as he had tried on several occasions to get it to fit the flush plate and it had without exception been too fiddly to get it to engage. So he no longer attempted to use it. Additional information received on 13 january 2017 from the initial reporter and includes: the broken screwdriver tip was most probably retrieved, as it is not discernible in the supplied fluoroscopic image. Therefore, no clinical consequence should be expected. On 17 january 2017 the (B)(4) performed a clinical evaluation and commented as follows: the cause for this instrument fracture is not of clinical origin, it's an intraoperative adverse event. Batch review performed on 31 january 2017. Lot 1410921: (B)(4) items manufactured and released on 16 july 2014. No anomalies found related to the problem. To date, this is the fourth similar event reported on items of the same lot. Not yet received.

Event description:
When placing the screws through the plates into the vertebra, the tip of the screwdriver broke off. The surgeon used the alif torque limiter 5,5 nm screwdriver and a not specified forceps to insert the screw through the plate into the vertebra.